Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information received: please confirm, do you have the linx product code? Unknown . Do you have the lot number and serial number (if applicable)? On what date was the device implanted? Unknown . Was the device explanted (B)(6) 2021? Yes . Were there any intra-operative complications during implant? Was not given this information . Was there any hiatal or crural repair done at the same time as the implant? Was not given this information . Please specify the symptoms the patient was experiencing prior to implant (gerd reflux, dysphagia, pain during eating, etc., )? Was not given this information . Please specify the symptoms the patient was experiencing while the device was implanted (gerd reflux, dysphagia, pain during eating, etc., )? Was not given this information . Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? Was not given this information . If yes, what diagnostic testing was completed? Was not given this information . Can you share the results of the diagnostic tests? Was not given this information . Do they have an autoimmune disease? Was not given this information . Has the patient been prescribed medication by a doctor (not over the counter medication)? Was not given this information . If yes, what is the doctor prescribed medication? Was not given this information.

Event description:
It was reported that the linx device was explanted on (B)(6) 2021. There is no additional information.